Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation during pre-use checkout. There was no patient involvement.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the reported complaint would result in insufficient o2, instead of the reported loss of ventilation. Block b5 event description updated accordingly. Block h6 medical device problem code updated accordingly. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic flow control valve was replaced to resolve the issue.